Event description:
It was reported that pericarditis and pleural effusion occurred. A left atrial appendage closure procedure was performed, and a 31mm watchman flx pro closure device was implanted. Thirteen (13) days post-implant, the patient experienced worsening shortness of breath. An echocardiogram was performed, revealing pericarditis and pleural effusion. Colchicine was prescribed. The event is on-going.